Event description:
It was reported that there was an over infusion of hydromorphone (0.2 mg/ml in 30 ml) from a patient controlled analgesia module that delivered an unrequested dose.from the date the infusion was started to day six (6), the order was dose per request of 0.2 mg; lockout interval: 15 minutes; loading dose: 0 mg; one hour dose limit: 1.2 mg. On day six (6), the order was adjusted to: dose per request of 0.2 mg; lockout interval: 10 minutes; loading dose: 0.4 mg; one hour dose limit: 1.2 mg. The clinician reviewed the dose request history and indicated that from the start of infusion to day four (4), the patient received 46 doses. However, from day four (4) to day seven (7) the patient received 198 doses. The clinician indicated on day six (6) from the start of the infusion, the patient reached the max dose limit. On day seven (7), two clinicians witnessed a dose administered to the patient when the dose request button had not been pressed. There was no patient harm, the clinicians observed that the device max dose limit prevented excessive administration.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter addr 1, initial reporter zip. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device was administering medication unprogrammed was not confirmed during the review of the log or during laboratory testing. ¿ pca module was tested for accuracy, utilizing the alaris system maintenance v12.3 test software. The plunger force, plunger position and barrel clamp accuracies were performed, the results of the test showed that all tests resulted in passing results. O binary switches test was performed, the results showed that all tests resulted in pass results. O an infusion was programmed; unrequested doses were not observed and the handset and system was working properly. ¿ the event date was reported as 13 september 2024; time was not reported. O the pcu log event showed that pca was programmed with pca and continuous mode. O from (B)(6) 2024, sixty-seven (67) pca dose requests were made and delivered, there were also seventeen (17) instances where the system alarmed for pca max limit. O in addition, there were also 454 instances where dose requests were made but not delivered. ¿ the review of the pcu and pca module error log showed no errors or malfunctions on the reported incident date. ¿ the internal and external inspection found no anomalies that were related to the reported complaint. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: devices (pca module s/n (B)(6) and pcu s/n (B)(6)) were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that the device was administering medication unprogrammed was not identified. The returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a040601, a0509, c070606, d02, g04061 and g04070 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of hydromorphone (0.2 mg/ml in 30 ml) from a patient controlled analgesia module that delivered an unrequested dose. From the date the infusion was started to day six (6), the order was dose per request of 0.2 mg; lockout interval: 15 minutes; loading dose: 0 mg; one hour dose limit: 1.2 mg. On day six (6), the order was adjusted to: dose per request of 0.2 mg; lockout interval: 10 minutes; loading dose: 0.4 mg; one hour dose limit: 1.2 mg. The clinician reviewed the dose request history and indicated that from the start of infusion to day four (4), the patient received 46 doses. However, from day four (4) to day seven (7) the patient received 198 doses. The clinician indicated on day six (6) from the start of the infusion, the patient reached the max dose limit. On day seven (7), two clinicians witnessed a dose administered to the patient when the dose request button had not been pressed. There was no patient harm, the clinicians observed that the device max dose limit prevented excessive administration.